Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter found ¿no significant anomaly ¿ sc connector ¿ tear in seal near guide ring¿. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 06-dec-2015, UDI#: (B)(4). (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 25mg/ml at ¿11¿, droperidol 750mcg/ml at 150mcg and clonidine 750mcg/ml at 150mcg via an implantable pump. The indications for use were non-malignant pain and degen disc disease/herniated disc pain. On (B)(6) 2018 it was reported that the patient¿s pump was eri (elective replacement indicator) and needed replacement. On the day of surgery the physician told the company representative that the patient mentioned he felt like he was not receiving enough drug. There were no withdrawal symptoms, the patient just felt like he needed more medication to help the pain. While the physician was replacing the pump he noticed a kink in the pump segment of the catheter. The physician removed a portion of the pump segment and replaced with a new pump segment. The catheter was aspirated and it was patent. This step resolved the kink. There were no environmental, external or patient factors that may have led or contributed to the issue and no diagnostics or troubleshooting performed. The issue was resolved at the time of the report and the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.